Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. International medical device regulators forum (imdrf) adverse event reporting. (B)(4). Type of investigation: 10 testing of actual/suspected device. Good faith effort request was sent to the user facility, but no additional information has been received as of 11-jan-2022. The customer owned endoscope was received by pentax medical for evaluation on 15-dec-2021. The endoscope was inspected by pentax medical service under service order 3137169 and the technician was unable to confirm the customer complaint and documented the following inspection findings: cbending rubber pinhole, up/ down angulation knob play, up angulation decreased, control body grip scratched, customer complaint not duplicated, failed wet leak test, failed dry leak test, pve connector housing scratched, bending rubber leak at proximal side, down angulation decreased, right /left angulation knob play, left angulation decreased, right angulation decreased. Although the failure was not confirmed, the device underwent repairs including the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy, bending rubber, shield pipe for ccd, signal wire for ccd pr-free, x-ring(1.8x19.6) gray. The endoscope is awaiting repair and approved by final qc as of 11-jan-2022. Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 20-dec-2021, a device history record(DHR) review for model ec34-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) on 19-jun-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 19-jun-2015. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states. The customer reported that the device will not show an image, the screen is black involving pentax medical video colonoscope model ec34-i10l, serial number (B)(4) the timing and the location of the observation are unknown at this time. There was no report of patient injury, delay in procedure or an event that required medical intervention. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: no known adverse events. Refer to expiration date as complaint notification date. Customer reported no video image. The customer stated the device will not show an image. Black screen. There was no patient injury associated with this failure. Tier 2 however, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the bending rubber perforated. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the lg cable connector scratched, the bending rubber leaky, and the body cover grip scratched; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h2: if follow-up, what type? H6: coding changed based on the investigation.